Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept shutting down randomly. A field service engineer previously replaced every component attached to the remote manager multiple times, including the cable, board, latch, and wiring harness, but the remote manager continued to fail hundreds of times each month, also replaced the power supply on the main unit with no improvement. Today, the fse opened the top of the station, shut it down, and replaced the comm sled. The station updated the comm sled firmware, and after rebooting into the application, the escort logged in and inventoried the refrigerator. The remote manager functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station kept shutting down randomly. There were no adverse events or injuries reported based on this event.